Manufacturer narrative:
Because the customer reported her issue through email, customer service requested via an email response that she call so that her issue could appropriately be addressed. Additionally, customer service provided troubleshooting tips via email related to addressing her suction issue. This included inspecting the parts for cracks, chips and tears; ensuring that the parts are separated, cleaned and completely dried; ensuring that the barrier lies flat in the connector body; ensuring that the clear back cap snaps securely onto the breastshield connector body, fully enclosing the barrier (without pinching it) and snapping all three tabs; checking the bottom of the connector where the bottle screws on to ensure that only the flap from the barrier can be seen (if two large holes can be seen, the barrier is not inserted properly in the connector). The customer was contacted by a complaint handler to get additional information on (B)(4) 2018. The customer responded on (B)(6) 2018 stating that she was prescribed antibiotics on two occasions. She indicated that she was in contact with a lactation consultant to get fitted for breast shields and that the issue has been alleviated because she is now using the pump in style. She indicated that she was not interested in trying to resolve the issue with the freestyle breast pump and would be willing to send it to medela. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as (B)(4)%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer reported via email to medela (B)(4) that her freestyle breast pump was not effectively pumping from one breast and caused severe blockages, leading to extreme pains, medical interventions and weeks on antibiotics. She indicated that the same issue repeated itself because the pump was still not effectively pumping. She was badly engorged and in tremendous pain because the pump would not pump anything out. She tried the pump in style breast pump and it worked without issue.

Manufacturer narrative:
The device was requested for return from the customer and was received with the customer's parts and accessories and was evaluated on 06/04/2018. The device passed suction and cycle specifications. Refer to attached evaluation. The customer's report of low suction could not be confirmed.